Event description:
A hosp employee reported to metrex research corp that in 2008, while working in a room with a fan, she experienced a reaction to cavicide that another hospital employee was using to clean in a different room. The employee was taken to the ER, where the dr reported that she had experienced an anaphylactic reaction caused by repeated exposure to the same prod. The employee alleges that she has also developed a laryngeal tracheal edema from the prod exposure.

Manufacturer narrative:
The hosp employee was treated with intravenous benadryl, zantac and epinephrine in the ER and was released. The employee went back to work in 2008, but had to leave after she could smell the use of the prod in other rooms. The employee is currently doing fine and is waiting to be relocated to a different position where the prod is not used for cleaning. It is not known how the prod was being used at the time of the reactions. No eval was performed: the part and lot # involved was unk. Therefore, eval of retain samples could not be conducted. Additionally, the employee did not return any suspected prod to metrex research corp for eval.